Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm monopolar curved scissors (mcs) instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the mcs instrument (470179-19/n102102080502) associated with this event has been performed. Per logs, the mcs (470179-19/n102102080502) was last used on (B)(6) 2021 on system (B)(4). The instrument had 1 use remaining after the last procedural use. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and following additional information was provided: the mcs instrument has suffered from a broken grip cable, however the fae could not see the conductor wire in the image and therefore could not determine if there is any damage to it. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the 8mm mcs instrument reportedly had a broken black cable with no evidence or claim of user mishandling/misuse. Although it was noted that there was no arcing observed, at this time it is unclear the nature and exact location of the reported damage and if there is any insulation damage on the conductor wire since the instrument has not been returned for evaluation. However, damaged insulation could result in stray energy being delivered to an unintended location. Although there was no report of patient injury, the issue could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a broken wire and cautery could not be applied through the instrument jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 2-sep-2021: the mcs instrument had a broken black cable but it was unknown if there was any insulation damage. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument tips did not collide with any other instrument or tool during procedure and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The customer noted that there was no arcing observed and there was no patient injury. The patient-related information could not be provided by the customer.